Manufacturer narrative:
A specific cause for the reported driveline infection could not be conclusively determined. The patient remains ongoing on the lvad support, the product was not available for investigation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The date of birth was not provided. The patent's weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient started to have increasing pain, redness and drainage around the driveline exit site. There was white-light green colored exudate. This required dressing changes 3 times a day. The patient claims that dressing changes was performed as instructed, however, the patient husband claims that the patient has been changing the dressings too often, flapping bandage on and off allowing air in and not using silver medicated dressings as instructed. The patient was admitted to the hospital and was initiated on intravenous antibiotics. A CT of the abdomen showed subcutaneous fat stranding around the driveline exit site with focal thickening of the subjacent right rectus abdominis muscle. No apparent fluid collection seen.